Event description:
Customer stated she has had high blood glucose over 600 mg/dl twice. Customer stated she was advised by her doctor to insert the infusion set in her arms due to her having too many surgeries in her stomach. Customer stated she had a transplant. Customer stated she was new to the device and it took a day and half to bring her blood glucose down. Customer treated with manual injections. Customer declined troubleshooting because she is going to see her doctor and evaluation was going to be done. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.